Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The mother stated that the insulin pump alarmed no delivery many times, and the device could not deliver any insulin. Troubleshooting was performed. Ran a fixed prime test twice and the alarm recurred. Instructed mother to change the infusion set, reservoir, and insulin and to treat customer per doctor's instructions. No further info was provided.